Event description:
The pt had a port-a-cath implanted for chemotherapy. In september, 1997 the pt went to the physician's office for maintenance of the port-a-cath. The pt stated he felt a snap and some pain but did not mention it at the time. In october, 1997 when the pt was again in the physician's office for maintenance of the port-a-cath he reported as the port-a-cath was flushed he felt intense pain the infraclavicular area and swelling was noted in this region. Chest xray revealed a fracture of the port-a-cath. The distal portion was lodged in the right ventricle. The pt was taken to the cath lab and underwent a right heart catheterization with removal of foreign body from the ventricle.